Manufacturer narrative:
H11. D10. Concomitants - product information: 1717697-244-03-04 - optetrak asy, hi-flex ps cem fem, sz 4, right; 2194066-200-02-38 - three peg patella 38mm; 2220331-200-04-45 - cemented finned tib. Tra sz 4f/5t pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak classic device on the right knee and then approximately 11 years, 9 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected component, and investigation clinical codes.